Manufacturer narrative:
The reagent lot number is 86976401 and the expiration date is 30-nov-2026. Calibration was last performed on the day of the event. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation found that the customer's water system quality values were lower than expected. The field service engineer (fse) cleaned the buffer container and the fluid system and verified the sample and reagent pipettors and sipper probe operation. Based on the available data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with contamination issues at the customer site.

Event description:
There was an allegation of questionable elecsys hiv combi pt results for 1 patient on a cobas e411 analyzer (rack system). The initial result using the patient sample tube was 4.40 coi, interpreted as reactive. A blood bank tube segment obtained from the patient was tested, and the result was 4.22 coi, interpreted as reactive. The initial patient sample tube was repeated, and the result was 4.58 coi, interpreted as reactive. A fourth result of 4.40 coi, interpreted as reactive, was obtained. Clarification on whether this result was from the blood bank tube segment or the sample tube was not provided. The sample was tested utilizing vidas® de biomérieux hiv duo ultra test, which uses the enzyme-linked fluorescent assay (elfa) laboratory method. The antibody result was 0.09, and the antigen result was 0.02, interpreted as negative. The sample also had confirmatory nucleic acid testing (nat) performed, and the result was 0.14 s/co, interpreted as non-reactive.